Manufacturer narrative:
(B)(4). Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was an unknown issue with this device. No further information could be obtained. No adverse patient effects were reported.